Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix panel nmic-306 no growth on panel for ps aeruginosa occurred. The following information was provided by the initial reporter no growth on panel for ps aeruginosa.

Event description:
It was reported that while using bd phoenix panel nmic-306 no growth on panel for ps aeruginosa occurred. The following information was provided by the initial reporter no growth on panel for ps aeruginosa.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01243 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.